Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. On (B)(6) 2024, the patient was having signal loss for over 3 hours and was therefore, not receiving any cgm values. The patient was experiencing nausea and vomiting. The patient tested his bg meter reading, which was over 400 mg/dl. The patient was wearing an omnipod insulin pump. The patient was self-treated with insulin. He then had his wife take him to the emergency room (ER). At the ER, the patient was treated with insulin and IV fluids. He was discharged home later the same day. The patient was fine at the time of the report. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 12/4/2024. It was reported that signal loss occurred. On (B)(6) 2024, the patient was having signal loss for over 3 hours and was therefore, not receiving any cgm values.